Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d1, d2, d4, d6(a), d6(b), g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on may 29, 2025, with lot number 2889640. Based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported right side rupture. The device has been explanted.